Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17221. It was reported that patient experienced syncope during a noise oversensed episode causing pacing inhibition. The issue was found when presented to clinic for follow up. It was noted that the episode was recorded as ventricular fibrillation. As it was not possible to determine if the noise was caused by the device or the right ventricular lead or both products, the physician decided to replace both products. On (B)(6) 2021, the device was explanted, and the lead was capped. A pace/sense lead was implanted and the functional defibrillation coils for an abandoned lead was activated. The patient was stable.